Event description:
Health professional reported that after injection in the nasolabial folds with juvederm ultra xc, the pt experienced "an allergic reaction, pt had a rash at the injection site and pt's throat swelled" in the evening after the injection. Reporter stated that the pt did not report the symptoms to the office at the time that they occurred and only advised the injector about the symptoms at least a month later. Reporter stated that the office provided no treatment for symptoms and that the injecting office was told that the pt had gone to an emergency room and was admitted overnight and released. No treatments for symptoms are known to the reporter to have been prescribed. Pt has prior history of use of juvederm. Health professional stated that the injector thinks the event "might be related to an allergy to lidocaine" and reported that the symptoms are fully resolved. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
.